Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 45 mg/dl at time of incident and treated with food. Customer stated that they forget to take food, was busy, ok now and no need for troubleshooting. It was unknown that the customer was using auto mode feature at the time of low blood glucose. The insulin pump will not be returned for analysis.